Event description:
It was reported by a company representative that he heard from a neurologist that a vns pt had died. At the moment of the report, it was not stated if the patient's death was related to vns therapy or cause of death. Good faith attempts to obtain additional information from the initial reported have been unsuccessful to date.